Manufacturer narrative:
(B)(4). Sent 09/15/2004. Info was not provided by the initial contact. Code 400: dislodged cartridge plate. Eval summary: the suture assistant reload was returned with the cartridge plate dislodge, but suture and needle were missing. Ther was no instrument rec'd for analysis. No functional test was performed.

Event description:
It was reported that the device was used during a laparoscopy, upon entering the abdomen when suture released, the metal end broke off and metal was retained in pt, both pieces retrieved. There was no pt consequence.